Manufacturer narrative:
The device is used for treatment; not diagnosis. Additional narrative: corrective data: device is an instrument, not implanted/explanted. (B)(4) 2014, data observed. Changed 501k from k011444 to k831756. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Device was returned for repair. Technician noted vibration test failed and temperature test failed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the drive shaft was strongly worn out and bent, the temperature was above specification, the w2 insertion was very stiff, and the ball bearings were defective. This was attributed to normal wear. The ball bearings, drive shaft, bevel wheels, and safety catch were replaced. The device was repaired and returned to the customer on 04/09/2013.